Event description:
The patient service representative (psr) assisting a (B)(6) female patient contacted zoll lifecor customer support service to report that the patient is unable to download. The psr stated that the patient's monitor will only show the patient's name and a picture of the battery life. The patient was provided with a replacement batter pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (patient was unable to download) has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery.